Event description:
MFR received a report from a dealer alleging that the consumer was charging the wheelchair overnight, when consumer awoke to a burning smell and flames coming out of the bottom of the wheelchair.